Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site email).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, e1 (initial reporter name), e3, h11 (type of investigation, health effect ¿ clinical code, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the fiber-optic assembly (0997-00-1169). The unit passed all functional and safety tests to factory specifications. The iabp was cleared for clinical use. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number: 0997-00-1169 with a reported unit failure of a fiber optic error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. Fails the fiber optic test due to a fiber optic sensor error. Separating the assembly into two parts. Sending pn: 0992-00-1017, sn: (B)(6), fiso and pn: 0670-00-1160, sn: (B)(6), swemco to the respective supplier per procedure number: 0002-07-d008 rev. At. The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part 0670-00-1160. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Au. The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) waynev failure analysis received from the supplier for the part 0992-00-1017 sn: (B)(6), fiso. They stated the part failed testing but no root cause was identified. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Au.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) encountered fiber optic error. There was no patient involvement.